Manufacturer narrative:
Cine image review: an image shows the reported occlusion of the rca. Although contrast is being injected into the vessel there is no flow in the rca. A procedural wire is delivered to the distal rca and the proximal to mid rca appears to have a degree of calcification. Coronary angiogram (cag) of the rca post wire delivery shows that the occlusion is partially resolved, and flow is partially restored. The lumen of the proximal to mid rca appears to remain restricted with diffuse disease evident in this area and in the remainder of the rca. An image shows a dislodged stent with 23 minutes having passed since the previous image. This suggests that the pre-dilatations and the unsuccessful delivery of the 26mm resolute onyx stent and the delivery of the 15mm resolute onyx stent has not been captured/provided from the account. Based on the location of the dislodged stent it appears most likely that delivery of the stent was not possible around the diseased bend in the proximal rca. The possibility exists that the tip of the guide catheter may have interacted with the stent on the balloon resulting in the dislodgement as the delivery system and stent were attempting to navigate the difficult vessel morphology. But given approximately 23 minutes of the procedural images were not provided it is not possible to confirm what occurred resulting in the dislodgement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The rca was calcified. No difficulties were noted when removing the protective sheath. The stent was inspected post removal of the protective sheath with no issues noted. The lesion was predilated using a 1.5 x 10mm and a 2.0 x 12mm balloon. A non-medtronic guidewire was advanced to the lesion. One 2.5 x 26mm resolute onyx rx coronary drug eluting stent was advanced but was unable to cross the lesion. A second guidewire was advanced and the stent again failed to cross the lesion. It was then decided to use the 2.5 x 15 mm resolute onyx however, stent dislodgment occurred during advancement of the device in the prox segment of the right coronary ostium. A snare was used to remove the stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a lesion exhibiting 100% chronic total occlusion located at the ostium of the right coronary artery (rca). The device was inspected prior to use with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. There was no resistance encountered when advancing the device and no excessive force was used during delivery. It was indicated that a stent dislodgement occurred. It was reported that during the procedure a catheter was used to rescue the stent. The patient was reported to be alive with no further injury.